Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the instruction manual was very hard to understand and perhaps had information that was not needed for home user and the instruction manual was not made for regular people. The representative advised patient on how to properly clean the purewick urine collection system and tubing and also advised of proper placement with wicks.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the instruction manual was very hard to understand and perhaps had information that was not needed for home user and the instruction manual was not made for regular people. Representative advised patient how to properly clean the purewick urine collection system and tubing and also advised of proper placement with wicks.